Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic code log noted a vent inop occurrence due to failure of the adc/dac test during operation. The service technician replaced the analog pcb board to address the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications.